Manufacturer narrative:
Updated: d9, g3, g6, h2, h3, h4, h8, h10. Distribution history: the complaint product was manufactured at csi on 14-sep-2014 under work order 164381 and sold on 21-oct-2014. Manufacturing record review: DHR-164381 was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: 30-oct-2015 - 80381-freeze button sticks. Adjusted levers. Tested ok. 12-jul-2021 - 96630-handpiece damaged. Broken insulator, inlet tube bent and defrost trigger broken. Rebuilt handpiece. Tested ok. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint conditions. Product receipt: the complaint unit was returned on a repair. However, based on log 100625 this unit was at csi on 13-jul-2023. Visual evaluation: visual examination of the complaint product revealed physical damage. Functional evaluation: complaint product was functionally evaluated and found not to function properly. Root cause: the root cause of this issue has been attributed to the defrost trigger broken off. The potential cause may be attributed to misuse by the customer, the unit was probably dropped. The defrost trigger was replaced. The unit was tested ok and was returned to the customer. Coopersurgical will continue to monitor this complaint condition for trends.

Event description:
No additional information is available.

Event description:
It was reported that the thumb control was broken. No additional information is available. No adverse event reported. 900001 ll100 2023-07-0000275.

Manufacturer narrative:
Customer has indicated that the product is in process of being returned to cooper surgical for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.